Event description:
During a laparoscopic anterior resection procedure, the device was stuck to the tissue. The device stapled, but did not cut. A device of a different product code had to be used before another like device was used to complete the procedure.